Manufacturer narrative:
A 13.5 f x 20 cm st hemo-cath was received for evaluation. A visual inspection revealed a 0.5 cm slice with smooth edges in the catheter at the lumen to hub junction with no other defects noted. During manufacturing this device family is 100% leak tested using 45psi of air. If the tear was present as that time the device would have been rejected. The catheter was also implanted for 5 days prior to the failure occurring therefore, we are unable to determine the exact cause of the failure. However it appears that the device came into contact with a sharp edge, at some point during a clinical procedure possibly during removal of a dressing. There is no evidence of a manufacturing defect.the instructions for use contain the following precaution, "do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Care must be taken when using sharp objects or needles in close proximity to catheter lumen. Contact from sharp objects may cause catheter failure."

Event description:
Dialysis machine alarmed, vascath appeared to be "sucking air". Seemed to be at the point of entry into patient's vessel. All connections checked, vascath position was manipulated, able to pull back blood and flush but removed as precaution. Blood loss was 20-100 cc's. New short term hemodialysis catheter inserted.